Event description:
It was reported to philips the device intermittently lose connectivity of leads when trying to do 12 lead ECG. The device was in use on a patient and there was no adverse event to patient or user.